Manufacturer narrative:
Inspected one opened and used sensor. We found sensor cannula retracted inside sensor base. Unable to confirmed customer received sensor in said condition due to customer returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer noticed that the sensor had a missing electrode after insertion. The customer reported that when he connected the transmitter to the sensor, it did not flash green. Customer's blood glucose at the time of the incident was 13.1 mmol/l. Customer reported that upon removal of the sensor they noticed that the cannula was missing. The customer further reported that his blood glucose level was low and had 4.1 mmol/l. The customer reported that he had corrected the blood glucose by eating something. The customer was advised to replace out the defective sensor. The sensor is expected to return for analysis. Additional device related incident: insulin pump ((B)(4)).